Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer hospitalized due to high blood glucose level. The customer's blood glucose level was over 600 mg/dl at the time of incident. The customer was hospitalized for 3 weeks ago for high blood glucose level. The customer declined further assistance. The insulin pump will not be returned for analysis.